Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Analysis of the returned device found that the inferior static jaw is bent and fractured, and the dynamic jaw pivot pin is missing. The location, direction and amount of force required in order to bend the jaw, is consistent with application of excessive force.

Event description:
It was reported that the patient was undergoing an unspecified surgical procedure. The instrument broke during the surgery. No patient complications have been reported.